Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned due to loss of capture. There were no adverse patient effects reported. The lead was successfully replaced with a new right ventricular lead.